Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This lead was subjected to and passed all electrical testing. This lead was determined to have met specification.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced two weeks post implant due to a micro dislodgement. No additional adverse patient effects were reported.